Event description:
The procedure was to treat an ami pt. The procedure was long and difficult, and several different guide wires were used, including the allstar guide wire, as well as other company's guide wires. During the procedure, the tip of a guide wire (10 mm) broke off in the ostium of the rca and floated down into the pla. This vessel was only about 1 mm and was too small to do anything with. The guide wire tip remains in the pt. The physician was not 100% sure which guide wire broke, but thought it might be the allstar. It was also stated that there was no product failure, rather that the introducer was at such an angle as a stent was advanced, it possibly sheared off the tip of the guide wire. Pt is doing good and is believed to have left the hospital.